Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that they noticed that the line was extremely kinked. Line was placed on (B)(6) 2025, double lumen PICC line. 55 centimeters long and 2 centimeters out, with the use of securacath, placed mid-thigh. On (B)(6) 2025 nurse treated line with alteplase, but it did not restore patency. I was able to retract the line 3 cm and we were able to restore patency including brisk blood return. On (B)(6) 2025 ICU nurse asks for assistance due to issues with the line. X-rays taken and noticed that the line was extremely kinked, which had to be removed. We replaced the line on the left. This patient had a very superficial vein, and angle of insertion was low.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter kinking is confirmed, but the root cause could not be determined. One 4 fr d/l powerpicc provena catheter was returned for evaluation. One x-ray photograph was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the returned sample. One statlock stabilization device was returned attached to the bifurcation of the catheter. Kinks were observed along the catheter between the 3 cm and 4 cm depth marker, just distal of the 4 cm depth marker, just distal of the 5 cm depth marker, between the 6 cm and 7 cm depth marker, just distal of the 7 cm depth marker, at the 8 cm depth marker, at the 9 cm depth marker, just proximal of the 11 cm depth marker, at the 12 cm depth marker, and at the 16 cm depth marker. An initial visual observation of the returned x-ray photograph showed what appeared to be a catheter kinked in 4 locations in the shape of an ¿s¿. It could not be determined whether the kinks in what appeared to be the catheter were kinks inside or outside of what appeared to be the patient¿s body. The complaint of a kinked catheter is confirmed, and possible causes of failure include securement and maintenance techniques of the device or other unknown circumstances. This complaint will be recorded for future trending and monitoring purposes.